Event description:
It was reported that after priming of the circuit and recirculating prime, the perfusionist found fluid bubbling out of the oxygen tubing on the inlet of the gas to oxygenator port, with a possible blood to fluid leak. The oxygenator was changed out. No pt involvement. Ref: (B)(4).

Manufacturer narrative:
(B)(4). A supplemental medwatch will be submitted if add'l info becomes available.